Event description:
Report received of a tubing "rupturing" after an IV push injection. The customer reports that the extension set was connected to patient's peripheral IV site. Another nurse had given the patient morphine at the "t" port. The reporter was giving the saline flush via the clave port. The customer uses a pre-filled luer lock 5cc saline syringe for the flush. At first the flush was met with a litle resistance but it was then noted that the tubing was clamped. The tubing was unclamped and saline was injected without further problem. The clinician turned to discard the syringe and the patient's family member stated the pt was bleeding. The tubing set was changed. Once the tubing set was off the patient, the clinician flushed the set and noted that where the clave and tubing meet "it had burst apart but not into 2 pieces." The patient had a small amount of blood loss. The IV site was restarted. No report of adverse patient effect. Additional patient information was requested, but no further information was available.